Event description:
A surgeon reported a pt with a slight pseudoexfoliation had uncomplicated cataract extraction and intraocular lens (iol) implant surgery in 2007. Approx one month following surgery, the pt developed a type of torpid uveitis (capsular contraction/fibrosis). A yag laser posterior capsulotomy was performed and pt was given ophthalmic drops. It was reported the pt is doing fine. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.